Event description:
The catheter was in for 3 1/2 weeks when leakage at exit site was noted the pt was receiving meslosylan. Fluid was coming out of insertion site. The catheter was removed on 8/22/97.

Manufacturer narrative:
Product implicated is a 3 fr midline. Overall length of the catheter measured 26cm. Lot history review was not possible since no lot number was indicated. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The complaint is unconfirmed since no leaks were found.